Event description:
The customer reported that during a pelvic exenteration, the device jaws could not be re-opened after multiple applications had been made. There was no pt injury. Additional questions have been asked to the site contact. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. Additional questions in regard to the incident have also been asked. When the device eval is complete, a f/u report will be submitted.